Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the cause is determined to be disconnection, due to the load caused by repeated bending of the ccd cable.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model eg29-i10c-us available for sale in the united states with a 510k #k190805. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states involving pentax video gastroscope eg29-i10c sn: (B)(4). In the event reported by the distributor stated "during the procedure the image suddenly disappeared. The distributor replaced the scope with a new one to the user. There was no adverse event reported with this complaint. Pentax customer service issued return material authorization (B)(4) for the return of the device for further evaluation. The device is currently pending return from the distributor. No additional information provided. There is no service history at pentax for this device since installation on 24apr2020.